Event description:
The external pulse generator (epg) which was returned into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was found on analysis that the epg output connector assembly was broken. The upper case was broken. The battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.